Manufacturer narrative:
A sample is not available for evaluation. A photo sent by the customer revealed the unit was a bd insyte autoguard which consisted of the needle/hub assembly that was fully retracted within the safety shield (barrel). The button was completely depressed. Per the photo no observation of anomalies or damage could be seen to the barrel, grip or spring. A laboratory provided similar bd iag catheter was retracted to compare to the photo provided. There were similarities to that of the unit in the photo provided for this incident. The button completely depressed. The needle fully retracted. Review of the device history record revealed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the complaint. Without a sample, an absolute root cause for this incident cannot be determined. The investigation was inconclusive based on the evaluation of the photo provided for this incident. The photo displayed no anomalies or damage to the unit which would hinder a full retraction of the needle into the barrel upon activation.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when the nurse tried retracting the bd insyte¿ autoguard¿ shielded IV catheter the needle retracted too far and she suffered a dirty needle stick injury to her palm. The healthcare worker required post exposure lab work.